Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, high threshold and lead damage was noted on the atrial lead. The lead was explanted and replaced. The patient was in stable condition following the procedure.